Event description:
In 2004, the patient was implanted with a vented electric left ventricular assist devie (lvad). During the implant, it was reported that the surgeon had a dull coring knife. He stated that with force, the coring knife would only pull the flesh of the heart. The surgeon switch to a back up coring knife, and completed the implant. The patient remains stable, and on lvad support while awaiting a heart transplant.

Manufacturer narrative:
The manufacturer received the device on 09/30/2004, and it is currently being analyzed. The patient remains on lvad support while awaiting a heart transplant. No further information is available at this time.